Event description:
Per investigation results, the device had a blown component resulting in the potential for a thermal event.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep (B)(4) error e41 the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the main board due to a possible non-conforming component. Ncr172345 was created for the main board & will be sent to the vendor for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.